Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer inquiring on how to clear the data. The agent assisted the patient representative (rep) deleting the data. The rep attempted to connect to the pump and confirmed that there was no lag. The rep will call back if further assistance is needed.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software product ID hh90t01 serial# (B)(6) product type mobile platform medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer reporting that they were having some difficulties with their pump running slower, it was very slow, they did not write it down and wanted to clear out the data. Agent reviewed data and assisted patient in deleting data. Patient was able to connect to the pump with no lag at 90%.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was spinal pain. On (B)(6) , 2025, the patient¿s representative reported that the patient was allowed 4 boluses per day. Per the reporter, the ptm (personal therapy manager) was taking a long time to connect, and they were told in july or august 2025 to call in for assistance. The agent assisted the caller with clearing the data after which the ptm connected very fast to the pump. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer reporting that they wanted to find where they could see boluses information, medication information. Agent assisted patient to connect to myptm and patient rep managed to view the therapy screen. While connecting to myptm they were stuck at 90 and caller stated that they knew how to clear data.